Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The subject guide wire was returned for investigation. The returned guide wire had its coil wire elongated starting at the proximal solder. The ball tip was found at the distal end of the elongated coil wire; the coil wire remained in one piece when it was returned. At approximately 145mm from the proximal solder, the core wire was found fractured. The proximal core fracture end was microscopically observed. It revealed that the diameter of each inner coil was getting smaller towards its fracture end, implying that the inner coil wire became fractured due to excess tensile stress. The distal core fracture end was also microscopically observed. The same characteristics that were found on the proximal side were confirmed. The inner coils were removed to expose the core wire. The core wire was twisted and wrenched off at approximately 7mm from the ball tip. On the fractured core shaft spiral marks were observed. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the provided information and investigation outcome, it was concluded that torsion exceeding the product's design limit might be continuously applied to the guide wire while its distal tip was being trapped by the tortuous and calcified lesion. The coil wire was assumed to be elongated by tensile stress applied upon wire removal. When the device was returned to the manufacturer, core separation was recognized; core separation is known to have potential to cause or contribute adverse patient effects and therefore concluded as reportable. Instructions for use states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] damage such as separation.

Event description:
Reportedly, the subject guide wire was uncoiled during a pci to treat a mildly tortuous and mildly calcified lesion in the lad. The guide wire was blocked after crossing the lesion. Several attempts were made to remove the guide wire from the coronary artery with balloon support and ended up causing the guide wire to be extended and uncoiled inside the balloon catheter. No adverse patient effects occurred.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.